Event description:
In 2008, the lay user/pt contacted lifescan alleging a power issue (does not turn on) with his one touch ultra meter. The pt usually tests 4 times per day and was unable to test on her meter the previous morning. His last successful test was two previous night. He replaced the meter's battery but the power issue persisted. As a result of the power issue, he skipped his 100 units of lantus at bedtime on the previous day to report. The next morning, the pt developed symptoms of feeling moody, irritable, sweaty, and thirsty. Since the pt did not have any means of testing his blood glucose levels at home, he went to his doctor's office to have his blood glucose tested. His blood glucose was "325 mg/dl" on the doctor's meter. As treatment, the pt was advised to take 25 units of humalog when he gets home. The customer care advocate (cca) went through troubleshooting with the pt. The pt claimed that the battery was replaced per the owner's manual and there was no misuse of the product. Replacement products were still sent to the pt. This complaint is being reported because the pt allegedly developed high blood glucose levels after not being able to test with his meter. In addition, the reported power issue was not resolved with a new battery.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.